Event description:
During a procedure to dilate the pt's esophagus, the port used to deflate the balloon broke off from the catheter. Most of the water had been removed and the catheter was withdrawn from the pt's esophagus without incident.